Event description:
This case was initially received via regulatory authority (B)(4) - (reference number: (B)(4)) on 28-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("grade-ii allergy to nickel, sick leave"), metal poisoning ("heavy metal poisoning"), arrhythmia ("cardiac arrhythmia") in a female patient who had essure (batch no. C26934) inserted. The occurrence of additional non-serious events is detailed below. Medical history included vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), metal poisoning (seriousness criterion medically significant), reaction to food additive ("multiple allergies to food additives i.e. Preservatives, benzoates and sulphites"), arrhythmia (seriousness criterion medically significant), blood pressure fluctuation ("fluctuations of blood pressure from 169 to 94"), night sweats ("night sweats"), feeling cold ("often very cold at bedtime"), myalgia ("muscle pain"), muscle fatigue ("muscle fatigue"), dyspnoea ("difficulty breathing with tightness in the chest"), chest discomfort ("difficulty breathing with tightness in the chest"), bruxism ("bruxism (tooth grinding at night)"), fatigue ("chronic fatigue (exhaustion)"), peripheral coldness ("cold hands and feet"), micturition urgency ("frequent urge to urinate"), urine output increased ("increased volume of urine"), dysgeusia ("metal taste in mouth sometimes"), dizziness ("dizzy spells"), headache ("headache"), head discomfort ("constant feeling of having a helmet on, pressing on either side of skull"), hypoacusis ("loss of hearing (I constantly ask people to repeat themselves)"), tremor ("occasional mild trembling in hands"), paraesthesia ("tingling several times a week in the right arm extending to the hand"), cardiovascular disorder ("poor blood circulation with feeling of blocked veins"), irritability ("marked irritability"), nervousness ("nervousness"), aggression ("aggressive impulses"), insomnia ("insomnia"), abdominal rigidity ("abdominal tightness"), adnexa uteri pain ("pain in ovaries"), renal pain ("pain in kidneys"), vaginal discharge ("more abundant vaginal discharge than before"), menorrhagia ("very abundant menstrual bleeding"), ocular icterus ("yellowing of whites of eyes"), aphasia ("sometimes difficulty finding words") and weight increased ("weight gain of 12 kg in two years"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, metal poisoning, reaction to food additive, arrhythmia, blood pressure fluctuation, night sweats, feeling cold, myalgia, muscle fatigue, dyspnoea, chest discomfort, bruxism, fatigue, peripheral coldness, micturition urgency, urine output increased, dysgeusia, dizziness, headache, head discomfort, hypoacusis, tremor, paraesthesia, cardiovascular disorder, irritability, nervousness, aggression, insomnia, abdominal rigidity, adnexa uteri pain, renal pain, vaginal discharge, menorrhagia, ocular icterus, aphasia and weight increased outcome was unknown. The reporter considered abdominal rigidity, adnexa uteri pain, aggression, allergy to metals, aphasia, arrhythmia, blood pressure fluctuation, bruxism, cardiovascular disorder, chest discomfort, dizziness, dysgeusia, dyspnoea, fatigue, feeling cold, head discomfort, headache, hypoacusis, insomnia, irritability, menorrhagia, metal poisoning, micturition urgency, muscle fatigue, myalgia, nervousness, night sweats, ocular icterus, paraesthesia, peripheral coldness, reaction to food additive, renal pain, tremor, urine output increased, vaginal discharge and weight increased to be related to essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed case report received from the regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced grade-ii allergy to nickel, sick leave, heavy metal poisoning and cardiac arrhythmia. Essure was removed 2 years and 7 months after insertion. Metal poisoning and cardiac arrhythmia are unanticipated, while allergy to nickel is anticipated in the reference safety information for essure. In this case, there is no information about the patient's historical and concomitant medical conditions, or tests performed. There is also no information about the start date of the symptoms or timing in relation to essure insertion. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, these symptoms were not specified; however, considering the nature of the reported event, a causal relationship with essure cannot be excluded (related). The nitinol alloy used to form the outer coil of the essure micro-insert is composed of nickel, titanium, and chromium, which is comparable to the composition of nitinol in other surgically implanted devices. Studies of leaching rate of nickel showed that it was about 2000 less than the average human daily intake from food and water. Therefore, a causal relationship between essure and heavy metal poisoning was excluded. Considering the local and mechanical effect of essure in the fallopian tubes, a relationship with arrhythmia was also excluded. This case was regarded as incident since a device removal was required. A product technical analysis is awaited. Further information cannot be obtained since active follow-up is not possible with the regulatory authority.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 28-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("grade-ii allergy to nickel, sick leave"), metal poisoning ("heavy metal poisoning"), arrhythmia ("cardiac arrhythmia") in a female patient who had essure (batch no. C26934) inserted. The occurrence of additional non-serious events is detailed below. Medical history included vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), metal poisoning (seriousness criterion medically significant), reaction to food additive ("multiple allergies to food additives i.e. Preservatives, benzoates and sulphites"), arrhythmia (seriousness criterion medically significant), blood pressure fluctuation ("fluctuations of blood pressure from 169 to 94"), night sweats ("night sweats"), feeling cold ("often very cold at bedtime"), myalgia ("muscle pain"), muscle fatigue ("muscle fatigue"), dyspnoea ("difficulty breathing with tightness in the chest"), chest discomfort ("difficulty breathing with tightness in the chest"), bruxism ("bruxism (tooth grinding at night)"), fatigue ("chronic fatigue (exhaustion)"), peripheral coldness ("cold hands and feet"), micturition urgency ("frequent urge to urinate"), urine output increased ("increased volume of urine"), dysgeusia ("metal taste in mouth sometimes"), dizziness ("dizzy spells"), headache ("headache"), head discomfort ("constant feeling of having a helmet on, pressing on either side of skull"), hypoacusis ("loss of hearing (I constantly ask people to repeat themselves)"), tremor ("occasional mild trembling in hands"), paraesthesia ("tingling several times a week in the right arm extending to the hand"), cardiovascular disorder ("poor blood circulation with feeling of blocked veins"), irritability ("marked irritability"), nervousness ("nervousness"), aggression ("aggressive impulses"), insomnia ("insomnia"), abdominal rigidity ("abdominal tightness"), adnexa uteri pain ("pain in ovaries"), renal pain ("pain in kidneys"), vaginal discharge ("more abundant vaginal discharge than before"), menorrhagia ("very abundant menstrual bleeding"), ocular icterus ("yellowing of whites of eyes"), aphasia ("sometimes difficulty finding words") and weight increased ("weight gain of 12 kg in two years"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, metal poisoning, reaction to food additive, arrhythmia, blood pressure fluctuation, night sweats, feeling cold, myalgia, muscle fatigue, dyspnoea, chest discomfort, bruxism, fatigue, peripheral coldness, micturition urgency, urine output increased, dysgeusia, dizziness, headache, head discomfort, hypoacusis, tremor, paraesthesia, cardiovascular disorder, irritability, nervousness, aggression, insomnia, abdominal rigidity, adnexa uteri pain, renal pain, vaginal discharge, menorrhagia, ocular icterus, aphasia and weight increased outcome was unknown. The reporter considered abdominal rigidity, adnexa uteri pain, aggression, allergy to metals, aphasia, arrhythmia, blood pressure fluctuation, bruxism, cardiovascular disorder, chest discomfort, dizziness, dysgeusia, dyspnoea, fatigue, feeling cold, head discomfort, headache, hypoacusis, insomnia, irritability, menorrhagia, metal poisoning, micturition urgency, muscle fatigue, myalgia, nervousness, night sweats, ocular icterus, paraesthesia, peripheral coldness, reaction to food additive, renal pain, tremor, urine output increased, vaginal discharge and weight increased to be related to essure. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 259 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.